Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an oxygen leak from the wall connection. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. A service engineer inspected the device and tightened the wall air connector to address the issue. The unit passed all testing and operated within the manufacturing specifications.